Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the patient sustained a trocar injury that resulted in severe bleeding. As a result, the patient passed away. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon used a visiport with a 5mm scope and an isi trocar. The surgeon stated that he was not confident of the initial port insertion as he felt it was too deep. Therefore, he removed the trocar and reintroduced the trocar in another spot. The surgeon continued with dissection for approximately 15 minutes. The anesthetist noted that the patient was becoming hypotensive. Then the surgeon noticed some blood in the upper abdomen. The blood was contained within the mesentery. As a result, the procedure was converted to an open surgical procedure. At that time, it was identified that the superior mesenteric vein (smv) was injured. The surgeon stated they could not get adequate control of the injury. The surgeon could not provide an estimated blood loss amount. However, he said that it was at a level that warranted a full transfusion protocol. The patient had a poor prognosis; moreover, the cancer was unresectable and more than what was seen in imaging. Hence, the patient's family wanted comfort measures for the patient. As a result, the patient was closed and moved to pacu to be with his family, and he passed away the same day. The surgeon believes that due to rectus diastasis, there was no fascia integrity, resistance, or muscle. The surgeon noted that the smv was potentially injured during trocar insertion, which was missed, as there was no blood observed in the surgical field at the time. The surgeon confirmed there was no video recording. He also confirmed that there was no observed malfunction of any of the isi products that warranted any product to be returned. No autopsy was conducted.

Manufacturer narrative:
Based on the information provided, the cause of the intra-operative complication leading to the patient's death cannot be determined. However the surgeon suspect the vessel injury occurred during trocar insertion. There is no claim that a malfunction of an isi product occurred; therefore, no product has been returned for failure analysis. If additional information is received, a follow-up MDR will be submitted. The da vinci xi instruments and accessories user manual contains the following cautions to minimize the risks associated with port placement to prevent tissue injury appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures, except for the following: monopolar curved scissors, tip-up fenestrated grasper, and the vessel sealer instrument, which is a single-use instrument, and site reviews have shown that no complaints were filed against any of the instruments. An isi medical officer reviewed the event, and the following additional information was provided: based on the information in the description of the event summary, this patient had a catastrophic vascular injury during the initial abdominal access attempt. This seems to have occurred during initial port placement while using a third-party 5 mm scope and intuitive port and trocar. Based on the information in the description of events, insufficient information is available to determine if any isi products contributed to this catastrophic event. This complaint is being reported due to the following conclusion: during a da vinci-assisted left hemicolectomy procedure, the smv was injured, resulting in the patient¿s death. The surgeon suspects that the vessel was injured during initial port placement.